Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that there was detachment in the device.

Manufacturer narrative:
Investigation: no product at hand. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect or production error can be excluded. Without further knowledge about the circumstances we assume a mechanical overload situation as the causal factor and these will result in the breakages. No CAPA is necessary.